Event description:
The physician was not able to advance the device further than to the distal end of the microcatheter due to resistance encountered. The device was removed; however, the delivery wire only was retrieved. The coil prematurely detached inside the microcatheter. The detached coil and the microcatheter were successfully removed from the patient as one unit. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided the microcatheter with internal diameter 0.021 in was used for the procedure. The directions for use state: "target coils are compatible with boston scientific 2-tip marker microcatheters (min. Internal diameter 0.41 mm [0.016 in]):" "excelsior" sl-10", 2-tip marker (internal diameter 0.42 mm [0.0165 in]) microcatheter, "tracker" excel -14, 2-tip marker (internal diameter 0.43 mm [0.017 in]). Microcatheter" "excelsior 1018", 2-tip marker (internal diameter 0.48 mm [0.019 in]). Microcatheter. It is most likely that the usage of an incompatible microcatheter caused the difficulties encountered in advancing the coil through the microcatheter, which resulted in the premature coil detachment. Therefore, a root cause user/use error has been assigned to this complaint.

Event description:
The physician was not able to advance the device further than to the distal end of the microcatheter due to resistance encountered. The device was removed; however, the delivery wire only was retrieved. The coil prematurely detached inside the microcatheter. The detached coil and the microcatheter were successfully removed from the patient as one unit. There was no clinical consequence to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.